Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) boots into a blue screen, has an error message on it stating that the unit cannot launch into the software and never goes into the windows desktop screen. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme, but it did not resolve their issue. Nk technician advised the bme that it is likely their hard drive(s) could be corrupted and recommended they return it to nihon kohden. The cns will be returned to nihon kohden for inspection and service.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) boots into a blue screen, has an error message on it stating that the unit cannot launch into the software and never goes into the windows desktop screen. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme, but it did not resolve their issue. Nk technician advised the bme that it is likely their hard drive(s) could be corrupted and recommended they return it to nihon kohden. The cns will be returned to nihon kohden for inspection and service.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) boots into a blue screen, has an error message on it stating that the unit cannot launch into the software and never goes into the windows desktop screen. No patient harm was reported. Nihon kohden technician performed troubleshooting with the bme, but it did not resolve their issue. Nk technician advised the bme that it is likely their hard drive(s) could be corrupted and recommended they return it to nihon kohden. The cns will be returned to nihon kohden for inspection and service. Service summary: the complaint unit was returned and evaluated by nk repair center. Nk repair center was able to observe the reported issue. Nk repair center identified that the hard drives (hdd) of the device are degrading and needs to be replaced. After the hdds were replaced, the issue was resolved. The unit was extended tested and operated to manufacturer's specifications and returned to customer. Investigation summary: customer reported that their cns was having boot up issues. The complaint unit was returned and evaluated by nk repair center. During device evaluation, it was identified that the hdds of the device have degraded. Degraded hdds could contribute and cause the start-up issue reported. After the hdds of the device were replaced, the issue was resolved. Based on the available information, a definitive root cause could not be identified. Possible causes of the hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator test may damage the hdds. No corrective or preventative actions are necessary since hdd's are electronic components that may deteriorate through time and amy wear from continual use and require proper maintenance. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration date d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6)2022 emailed customer via microsoft outlook for all items under the no information section. Reply was received and came back as undeliverable. Attempt #3 (B)(6)2022 spoke to customer for all items under the no information section and they were not able to provide the requested information. Manufacturer narrative: b4: date of this report d9: device available for evaluation? G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: adverse event codes h10: additional manufacturer narrative